Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not have the patient line clamp open during drain and reused single-use supplies during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide instructs the user to open the clamp on the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies and failed to follow therapy steps during peritoneal dialysis therapy. The patient was connected to the machine after prime, pressed go to advance to initial drain but realized they had not opened the patient line clamp on the homechoice. The technical service representative (tsr) explained that the patient should end therapy, remove the old supplies and start over with new supplies. The patient very kindly declined to do that. The tsr kindly replied again this was not recommended and if they proceeded to go through, it was the patient's decision but could be potentially unsafe. The tsr stated that help could be provided with ending therapy to the point where the patient should remove the old supplies and reload the new supplies (load the set) but if they chose to not start over with new supplies, that was their call which was not recommended. The patient understood the risks. The tsr ended therapy early through the power restored and using the end of therapy menus. The patient was at load the set and was disconnected from the machine. The patient stated that they would cap the line off and had caps for that. The patient stated that they would re-prime the set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.